Manufacturer narrative:
Corrected section: g-4: correction to initial MDR tw record # (B)(4). Date received by mfg: corrected from 03/11/2020 to 05/15/2019. Updated sections: g-7, h-2, h-10. Trackwise ID# (B)(4).

Event description:
The hospital reported that hemopro2 extension cable used for an endoscopic vein harvesting procedure lead were malfunctioned under 60 cycles. IFU recommendation that it can be used over 60 cycle. This incident is quite unique and has not encountered this before. No patient involvement. Reference related MDR: 2242352-2019-00888.

Event description:
The hospital reported that hemopro2 extension cable used for an endoscopic vein harvesting procedure lead were malfunctioned under 60 cycles. IFU recommendation that it can be used over 60 cycle. This incident is quite unique and has not encountered this before. No patient involvement. Reference related MDR: 2242352-2019-00888.

Manufacturer narrative:
Updated sections: e1, g4, g7, h2, h3, h6, h10. Trackwise # (B)(4). The device was returned to the factory on 03/11/2020. An investigation was conducted on 03/27/2020. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The connectors on both ends were observed to be intact. No visual defects were observed. A pre-cautery test was performed per the instruction for use (IFU) with a reference hemopro 2 evh tool, reference adapter and reference power supply set at level 3.0. The device passed the pre-cautery test. The power supply emitted an audible beeping sound and the evh tool produced steam and heat during 5-second activations and shut off when the toggle was released. A poly fuse electrical test was performed. The evh tool shut off power to the heater after 5-10 seconds of activation periods. And activated again by manipulating the toggle switch after a resting interval of about 10-15 seconds. Based on the returned condition of the device and the results of the evaluation, the reported failure "failure to deliver energy" was not confirmed. This is a reusable OEM device; therefore, a lot history review was not applicable. A lot/serial number was not provided and the specific product lot/serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.

Manufacturer narrative:
Trackwise ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental rep ort will be submitted when the evaluation is completed. Reference related MDR: (B)(4).

Event description:
The hospital reported that hemopro2 extension cable used for an endoscopic vein harvesting procedure lead were malfunctioned under 60 cycles. IFU recommendation that it can be used over 60 cycle. This incident is quite unique and has not encountered this before. No patient involvement. Reference related MDR: (B)(4).